Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that while wearing the pod less than an hour, the needle did not retract as intended.

Manufacturer narrative:
The device was received undeployed. The device completed first prime at 21 pulses and was deactivated at 31 pulses. The device completed the priming sequence earlier than expected due to a rotational sensor error. The needle could not have a failure to retract, for the needle never deployed. The device was reset and rerun, and the rerun data presented rotational sensor errors. Contamination was observed on the commutator cap. The contamination caused the rotational sensor errors, ultimately resulting in the device's failure to deploy. The original data presented a lone timeout. However, the rerun data presented a large amount of timeouts on even pulses which correspond to the rear wire. Contamination was observed on the front sma anchor. The rear wire timeouts cannot be attributed to the front wire anchor contamination. The cause of the observed timeouts could not be determined.